Event description:
The meter keeps displaying "lo". The doctor's office tested pt's blood and the reading was in the 400's mg/dl. The difference in these readings may be clinically significant. During the troubleshooting process, it was determined that the meter is functioning properly and that the customer may not have been using the proper technique when applying blood to the test strip. As the proper technique was being described to the contact, the doctor's office called and family member needed to take pt back to the doctor's office. It was mentioned that they are waiting for a hospital bed. Additional supplies and a training video have been sent to the customer. The customer has been invited to contact 24/7 customer service line. Several attempts to contact the customer have been made, but the customer has not responded to messages.